Event description:
It was reported that the patient felt a shocking sensation. The patient stated he was just at the store and started feeling a shocking sensation at the lead location and stated he was not near a security gate. The shocking was still happening while the patient was driving. Impedance testing and reprogramming was done. All impedances were good and reprogramming removed the shocking. The patient was doing very well and had great relief. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).